Event description:
Pt to operating room on (B)(6) 2012 for a laparoscopic supracervical hysterectomy. The lina gold loop was connected to the bovie system. The loop was placed through the trocar. After being placed through the trocar, the physician visualized the loop cauterizing the uterus without the bovie foot pedal being pressed. The pt did not sustain an injury as the uterus was to be cauterized during the procedure. The loop was exchanged out.